Event description:
It was reported that an explanted lead was being returned due to it being broken and producing high impedance. The explanted lead has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
The patient's information was received and updated searches were performed and it was found that high impedance was already captured for this patient in MFR. Report #1644487-2022-00373. Therefore all future information will be housed in MFR. Report #1644487-2022-00373.